Event description:
It was reported that during device preparation, during removal of the yellow protective sheath from the stent delivery system, the stent dislodged from the balloon. There was no patient involvement and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned otw ultra stent delivery system (sds) noted blood visible in the guide wire lumen and tip, which suggests that the device had been partially loaded onto a guide wire at some point. The analysis revealed that the stent was stationary on the tightly folded balloon, but was moved proximally on the balloon. The proximal end of the stent implant was located 4 mm distal to the proximal balloon marker. In this case, since the analysis was unable to confirm that the stent was dislodged, is likely that the movement of the stent was interpreted by the account as being dislodged. There were crimp marks on the balloon above the proximal marker, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Furthermore, measurements of the outer diameter of the stent were taken and all dimensions met manufacturing criteria. The protective sheath was not returned for analysis, which may have further aided the investigation. Potential factors that can contribute to stent movement outside the body prior to use include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. If significant pressure was inadvertently applied during removal of the protective sheath, this may have caused the stent to become disrupted on the balloon, thereby facilitating stent movement. Although a conclusive cause cannot be determined, there does not appear to be any indication of a product quality deficiency. A review of the lot history record for the reported lot was performed and did not reveal any associated nonconforming material records that would have contributed to the reported complaint. A query of the complaint-handling database was performed and there have been no other incidents reported from this lot. All stent delivery systems are visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is destructively tested for stent movement to verify stent security and dislodgement force.